Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer evaluated the device externally /internally and observed unknown contaminantion on surfaces and there is unknown black residue on side panel outlet that mates with the humidifier and they confirmed the presence of degraded sound abatement foam using fitt. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (e056 [err_complog_packet_status]) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed there was evidence of sound abatement foam degradation/breakdown observed in the base unit and they confirmed the presence of contamination in the airpath. In the previous follow-up report MDR 2518422-2022-65542-1, section h6 (component code,investigation findings, investigation conclusions), h10 was incorrectly captured, it has been corrected in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubes and experienced nasal irritation and headache related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown contaminantion on surfaces and there is unknown black residue on side panel outlet that mates with the humidifier and they confirmed the presence of degraded sound abatement foam using fitt. The manufacturer found evidence of liquid ingress with mineral deposits was observed to the blower box and blower ,a keratin like substamce was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (err_complog_packet_status) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed there was evidence of sound abatement foam degradation/breakdown observed in the base unit and they confirmed the presence of contamination in the airpath. Section h6 health effect-clinical code was missed to capture in previous MDR,now it is corrected and updated in this repot.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.